Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found a kink at approximately 295mm from the distal end. The urethane layer was melted away from the core wire. The core wire was found to have been fractured. Electron microscopic inspection of the fracture of the core wire revealed that the wire had been flexed toward the distal end with the fracture cross-section presenting a rough state. The outside diameters were measured on the segment adjacent to the fracture, respectively on the urethane layered segment and on the core wire. Both were confirmed to meet manufacturer specification. The kink resistance of the shaft was confirmed to meet manufacturer specification. Functional testing was able to reproduce the reported defect: a product sample was subjected to twisting forces by which the shaft was formed into a loop-shaped until it fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fracture was curved and the fracture cross section was flat. The fracture was observed to be similar to that of the actual sample. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the radifocus guidewire m device. Follow up communication with the user facility confirmed the following information: during an otorhinological procedure, when the actual sample was withdrawn after the esophageal balloon procedure, it was found to have been kinked. The procedure was completed successfully. It was reported the patient was not harmed.